Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on its readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it was unable to deliver energy when prompted.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on its readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it was unable to deliver energy when prompted.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(6).

Manufacturer narrative:
Physio-control further evaluated the customer's device and observed during an internal inspection that the pcb-mounted jack connector, designator j502, had become disconnected and the connector pins were bent. The device had been serviced approximately one month prior to the reported event date. The likely cause of the device not being able to charge and shock defibrillation energy was determined to be due to pcb-mounted jack connector, designator j502, becoming disconnected during this service activity.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on its readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it was unable to deliver energy when prompted.